Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube underfilled due to vacuum failure during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown the following information was provided by the initial reporter, translated from spanish to english: although the expiration date is still valid when the sample is not being filled correctly, the vacuum in the tube fails.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® 9nc plus blood collection tube underfilled due to vacuum failure during use. This occurred on 4 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: although the expiration date is still valid when the sample is not being filled correctly, the vacuum in the tube fails.